Event description:
While reviewing medical records, it was discovered patient was hospitalized for peritonitis form (B)(6) 2013 through (B)(6) 2013.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted there is documentation of treatment modaility for this event. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and bacterial peritonitis. A supplemental report will be submitted upon completion of the plant's investigation.